Manufacturer narrative:
The technician replaced the power supply board to resolve the issue with this bed.

Event description:
Info received indicates the all motor lockout led is not turning all the way off. The technician has replaced the logic board and the zib board. The technician found fluid on the power supply board.